Manufacturer narrative:
In previously submitted report, report information 510k number, operator of device in box d, occupation in box e and reason device not evaluated was incorrect. In this report, section report information 510k number, operator of device in box d, occupation in box e and reason device not evaluated has been updated/corrected.

Event description:
A remstar pro c-flex+ device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found inside the blower kit. Additionally, the device had dust fail contamination and displayed error code e055 (err therapy queue full), e066 (err stuck encoder b).